Manufacturer narrative:
H3, h6: the navio surgical system us (pn: npfs02000, sn(B)(6)), the cpu added as the concomitant product (pn: 220001), and the touchscreen used for treatment were not returned to the designated complaint unit for evaluation. The navio surgical system log files were not provided. Therefore, visual and functional inspections and log/case file assessments could not be performed, and the reported problem could not be confirmed. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Although the reported complaint could not be confirmed, a possible contributing factor for the frozen touch screen could be an issue with the cpu¿s video card, or another hardware/electrical failure within the cpu. Because the suspected product was not returned for evaluation, a functional inspection could not be performed to identify a root cause. Should a navio surgical system failure occur at any point during the surgical case, refer to the surgical technique guide for knee arthroplasty for guidelines for recovering to a fully manual procedure. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker array failure or loss of contact with bone that is unrecoverable, etc. This situation was captured in the navio risk assessment released at the time of the complaint. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a navio-assisted procedure, the screen froze. They were unable to hit any buttons on touchscreen. Although the unit was rebooted, surgery was changed to manual instruments. Surgery was not delayed beyond 30 min. No other complications were reported.